Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from the transfer set was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain three of peritoneal dialysis therapy. The caregiver (cg) stated that the bed was completely soaked but the hp was connected properly. Renal therapy services had the cg check the catheter and transfer set from the hp's belly and it was reported that the leaking came from there. There was no damage noted and the location of the leak could not be determined. There was no patient injury or medical intervention associated with this event. No additional information is available.